Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be replicated due to the shaft separation. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electronic microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 4.0mm x 200mm x 150cm armada 14 balloon dilatation catheter (bdc) was advanced via femoral access into an unspecified sheath over an unspecified guide wire and to a heavily calcified lesion in the non-tortuous distal popliteal artery without resistance. Using a non-abbott inflation device, the armada 14 balloon was inflated once to 10 atmospheres; however, when attempting to deflate the balloon, the balloon was unable to be deflated at all, despite additional inflation then deflation attempts. The inflation device was exchanged for a syringe and a couple of attempts were made to deflate the balloon using the syringe by drawing and holding negative pressure, however, these deflation attempts were also unsuccessful. The physician then inflated the armada 14 balloon to an unspecified high pressure in an attempt to intentionally rupture the balloon, however, the balloon did not rupture. The still inflated armada 14 balloon was withdrawn against resistance and the proximal end of the balloon was wedged approximately 3 millimeters inside of the distal end of an unspecified sheath. The proximal end of the shaft was then intentionally cut off of the device to facilitate deflation, but the balloon still did not deflate at all. Both the armada 14 bdc and sheath were withdrawn as a single unit from the anatomy. Angioplasty of the target lesion was considered completed. No leak, tear, bend, or kink were noted on the device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.